Manufacturer narrative:
This case was assessed as reportable to the FDA as the adverse event, lymphedema and severe swelling which spread to the neck, was deemed to meet serious injury criteria of requiring medical or surgical intervention to prevent permanent impairment of a body function or permanent damage to a body structure. The device history record for radiesse dermal filler could not be reviewed as lot number was not reported.

Event description:
This spontaneous report received from a (B)(6) physician via a medical expert of the (B)(6) distribution partner and concerns a female patient. She was injected with a total of 1.6 ml of radiesse into marionette lines, chin and nasolabial folds on an unspecified date. A cannula of unknown size was used for injection. The patient was previously injected with other not specified dermal fillers, but this was the first time she was injected with radiesse&#60320;concomitant medications included euthyrox levothyroxine sodium) and ursofalk ursodeoxycholic acid). Medical history included hypothyroidism and primary biliary cirrhosis. On the same day of the radiesse injection, the patient developed a severe swelling at the injection site. Reportedly, the patient did not experience pain or redness at the swollen area. At first, the physician considered this case as an allergic reaction (angioneurotic edema) because she said that her patient is allergic so she decided to use an allergic reaction treatment protocol. But after administration of that treatment protocol the patient's conditions worsened so the physician thought that it was not an allergic reaction. It may be due to lymphedema so she started to use a diuretic (lasix), systemic steroids and furthermore she added antihistaminics whether it was an allergic reaction or not. First pictures of the patient were provided showing the rapid spread of swelling. At first the treated area started to swell; whereas, on the last picture, a massive swelling of the upper and lower lip was shown. A specific massage for drainage was also performed. Reportedly, the swelling was 20% less than before the treatment. The patient was hospitalized for less than 24 hours, but the dates of hospitalization and discharge are unknown. The physician confirmed furthermore that during the procedure, a jetocaine ampule (lidocaine) was used. On (B)(6) 2016, the reporting physician stated that the swelling started to pass to the patient's neck region, and that the patient had restriction in movement and complained of pain in the neck area. However, it was reported that the patient did not have difficulty in breathing or swallowing. As the treatment was continued, the swelling was improving, but ecchymosis and bulla on the lips appeared. On the (B)(6) 2016 new photographs of the patient were provided and it was confirmed that the severe swelling of her lips shows a significant improvement. On (B)(6) 2016, the physician reported that the patient's state worsened after decreasing the dosage of steroids, so the physician "continued treatment at the same dosage". Furthermore, the patient was scheduled to receive another specific massage for drainage on the same day.

Event description:
Follow up information was received on 12-may-2016: the patient recovered fully in 2016. The outcome of events was changed to resolved. During this period only massages were administered.